Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 9.5mm ipp device with 100ml reservoir was implanted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 9.5mm ipp device with 100ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that this was an original implant surgery. There is no complaint.

Manufacturer narrative:
Additional information provided. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provide in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 9.5mm ipp device with 100ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.